Manufacturer narrative:
Age of device: 1 year, 5 months, 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient underwent pump exchange. Additional information was requested but not yet provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported event cannot be conclusively determined through this evaluation. No alarms, clinical symptoms, or device-related issues were reported in association with the event. Multiple attempts for additional information, including product return requests, were sent to the customer; however, none was provided. Although no specific adverse events or device-related issues were reported, the heartmate ii lvas IFU contains information on harms and hazards associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.